Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent delivery system (sds) was unable to cross the lesion and the catheter buckled. The target lesion details are unknown. The 3.0x28mm veriflex stent was advanced into the patient, but was not able to cross the lesion. The catheter of the sds became buckled. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine. However, device analysis revealed a shaft break, stent damage and stent movement on the balloon.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the tip was damaged. There was a hypotube separation 30.5cm from the edge of the strain relief. The hypotube fracture surface was ovaled, suggesting the device was kinked prior to separation. The stent was received on the shaft of the catheter. The distal end of the stent was aligned with the proximal end of the proximal markerband. There were bent and compressed stent struts on the proximal end of the stent. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, indicating the stent was appropriately positioned and crimped during manufacturing. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).